Event description:
Caller reported that the t:slim x2 pump battery would not charge and the pump screen was non-functional. The customer's blood glucose level was reported as "high" without a specific value and exceeded 500 mg/dl, prompting corrective action with a manual injection. It was determined that a replacement pump was necessary, and the customer was informed that a new pump with updated software would be sent. They understood the troubleshooting steps and agreed to return the faulty pump to tandem.